Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, acute thrombosis occurred. The 70% stenosed tubular lesion was located in the mid left anterior descending artery. The patient presented with stable angina and was taken to the cath lab. The lesion was pre-dilated with a 2.0x15mm maverick balloon to 10 atms with two inflations. A 2.25x16mm taxus express2 atom drug eluting stent was advanced to the lesion and deployed at 12 atms. The lesion was post-dilated with an unknown balloon to 18 atms. Post stenting the stenosis was reduced to 0%, the left anterior descending artery was patent and the ejection fraction was 67%. No patient injuries or complications occurred. The patient left the cath lab in stable condition. Approx 3 hours later the patient presented with st elevations and chest pain. The patient was taken back to the cath lab and two filling defects were noted by angiography. The first defect was just proximal to the placed stent where 40% stenosis was noted and the physician attributed this to thrombosis. The second defect was much more proximal to the placed stent. The filling defect furthest from the placed stent was treated by the placement of a 3.0x16mm taxus liberte' drug eluting stent. The 40% stenosed lesion immediately proximal to the stent was opened with balloon angioplasty. After treatment, both areas that had shown filling defects successfully had flow restored. The physician does not attribute the event to the 2.25x16mm taxus express2 atom stent. No further injuries or complications occurred. Patient status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.